Event description:
It was reported: "the doctor was performing a lap nissen fundoplication on jan 29th, and that the pt came back to the hosp the very next day on the 30th due to complications having nothing to do with the core trocar. During the pt's 2nd visit to the hosp, somehow it was discovered that a portion of the core dynamic seal was left inside the pt. It is not known exactly how it got there, nor it is known how it was not noticed at the time of the actual procedure. At the beginning of the case, as well as during the case the doctor struggled to insert instruments through the seal of the trocar the doctor was very rough with the insertion of instruments, and appeared to be catching on the seal on the way into the cannula. The doctor seemed to have to force the instrument through the seal".

Manufacturer narrative:
Multiple attempts have been made to obtain add'l info from facility without cooperation. At this time, it is unk if the seal was retrieved from the pt. Conmed will continue to attempt to gather add'l info; however, user facility appears to be unwilling to answer questions. Once an investigation, and further attempts to gather add'l info have been completed, a supplemental report will be filed.